Event description:
The complainant alleged that during incoming inspection of the product, the device inappopriately displayed error message "open air discharge". There was no patient involvement with the reported malfunction.